Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and found the insulin cartridge empty after a recent full supply change; during the subsequent assisted supply change, the user bent the teflon infusion site needle while removing the cap and then replaced the infusion set, successfully resuming insulin delivery. Symptoms included elevated blood glucose without reported clinical symptoms. Outcomes included user education, troubleshooting, and guidance to monitor glucose for downward trend. Investigation included troubleshooting with assisted full supply change and infusion site replacement. Investigation of this case revealed that the hyperglycemia was of unclear cause, with a contributory infusion site issue due to a bent cannula that was corrected by replacing the set. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information and multiple potential factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.